Event description:
N/a

Manufacturer narrative:
No UDI is provided as lot number for the affected device have not been provided.

Manufacturer narrative:
Initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was found in the pressure line tubing after approximately 5 hours. Additionally, the inner lumen was clotted off. It was further observed that the pressure bag was not holding pressure. The hospital staff also noted that the length of the tubing exceeded 8' (feet) of tubing. Getinge reccomends 8' (feet), or less, of tubing. The intra-aortic balloon pump (iabp) eventually alarmed, but the alarm type was not recorded. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.